Event description:
Fill volume: unk-anp, flow rate: 2 ml/hr, procedure: unk-anp, cathplace: unk-anp. It was reported by a distributor that a customer stated that a pump was to infuse in 5 days, but infused into the patient in 4 days. The date of event was not provided; additional information has been requested, but is not yet available at this time.

Manufacturer narrative:
Method: actual device was received for an analysis, and a visual inspection was performed on the device. The device history record (DHR) was reviewed for the lot number reported. Results: per the DHR review the device met manufacturing specifications at release. Results will be provided once the evaluation and investigation have been completed. Conclusions: a conclusion is not yet available as the investigation and evaluation of the devices is still in progress. A follow-up report will be filed when the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.